Event description:
The user received discrepant calcium results for two pt samples. All results are in mg per dl. Initially, the first sample was run on the other integra 800, and the original result was 7.1. They then ran the specimen on this analyzer and the repeat result was 8.5. They then reran the sample four additional times on this analyzer and recovered 7.3, 7.4, 7.2 and 7.4. The result of 8.5 was reported. Following the repeat testing, the user called the floor to correct the result to 7.3. The user stated the pt had not been treated based on the result. A second discrepant calcium result was produced on this analyzer the same day and the pt result was not reported out. The repeat result was reported. The user reran the pt because the original result failed a delta check on their lis system. The original result was 10.4 and the repeat result from the other integra 800 was 9.0. The sample was repeated two more time on this analyzer with results of 9.2 and 8.9. If additional info is received, appropriate notification will be provided.

Manufacturer narrative:
The field service rep determined there was a sample issue and also replaced the air driers, and the f4 filter. He stated the air driers where changed to make sure probes where being dried correctly to prevent carry over. He ran controls, check test and precision to verify the analyzer performance.